Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3550-29, lot# serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative reported that they suspected the patient's implantable neurostimulator (ins) prematurely depleted. The ins was explanted. It was unknown if the issue was resolved.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached normal end of life with okay telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.